Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h6.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed opening sharp assessed as an unidentified (tear) opening (shell thickness was within specification). Also have a broken plug strap disk shell assessed as to cohesive failure anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. Particles observed inside of the shell. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to concern with the product. Device has been explanted.